Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed affected channels. The user was reimplanted on (B)(6) 2026.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements reportedly show affected channels. Re-implantation is scheduled for (B)(6) 2026.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is scheduled for (B)(6) 2026.

Event description:
In situ measurements show affected channels.